Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements out of range and noise oversensing on the right ventricular (rv) channel resulting in bradycardia pacing delivered when not required. Technical services (ts) provided troubleshooting options. This lead remains in service. No adverse patient effects were reported.